Manufacturer narrative:
Patient identifier has not been provided at this time. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient underwent a MRI of the right forearm. Her left arm was positioned on her chest. The pt complained of burning mid-way through the exam, after approximately 20 minutes. The exam was ended. The pt was assessed by a nurse at the site. The pt presented with a 6cm pink superficial area on the lateral side of the lft breast. No padding was used during the exam. The pt was treated with a 7 day course of trofodermin prescription ointment. The pt reportedly did not require any further treatment upon re-evaluation.